Event description:
The customer stated that he tested his blood glucose using his contour meter and a one touch meter. The contour read in the 500's (mg/dl), while the one touch read between 150 and 180 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. The test strips and meter are to be returned for eval, and replacement products will be sent.